Manufacturer narrative:
A review of the image result files showed that cells 1 and 3 of the antibody screen resulted as negative but visually appeared to have slight red cell adherence. Customers were notified of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
The customer reported obtaining unexpected negative reactions on the galileo echo (B)(4)with a patient sample containing anti-fya.